Manufacturer narrative:
The insulin pump was received with a white flashing display due to cracked lcd glass. The insulin pump had cracked case at the reservoir tube lip, cracked battery tube threads, minor scratched lcd window and on the keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 7.0 mmol/l. The customer stated that the he is working the construction site and the device fallen down. The customer stated that the device is totally damage and you can't see the screen. The customer stated that the whole display is crushed. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.